Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a report that a patient sustained a 5 x 8 cm large blister on the hip after being examined on an mr system.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the MRI system or coil used. The main cause for the injury is the combination of the patient condition and the delivered rf energy dose. Both hypertension and diabetes are known conditions which impair the (global) thermoregulation. The abscess further impaired the thermoregulation at the place of the affected skin area. The advised maximum rf energy dose for patients with impaired thermoregulation is 2.0 kj/kg. This patient was exposed to a sed of 5.3 kj/kg, higher than the recommended dose. Further contributing factors were determined to be the humidity in the room. The experienced heating sensation was found to be related to skin to skin proximity. (B)(4).

Manufacturer narrative:
.